Manufacturer narrative:
(B)(6).

Event description:
The initial reporter received a questionable high elecsys hcg test system result for one patient from the cobas e 801 module. The initial result was >1000000 miu/ml and was reported outside of the laboratory. The physician doubted the result and the sample was repeated on (B)(6) 2019 with a result of 86185 miu/ml. The sample was also repeated on (B)(6) 2019 with a result of 95357 miu/ml. There was no allegation of an adverse event. The reagent lot number was 301472.

Manufacturer narrative:
The investigation determined the customer had incorrectly multiplied the correct result from the analyzer by the dilution factor resulting in the incorrect result that was reported outside of the laboratory. All results generated by the device were correct and there was no device malfunction. Clarification was received that the reagent involved in the event was actually elecsys hcg + beta test system. Reagent lots were 329456 with expiration date "aug-2019" and lot 38589601 with expiration date (B)(6)2020.